Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via email indicating that they experienced low blood glucose levels. The customer did not provide their blood glucose level in the email nor did the state if they were hospitalized. The customer mentioned that they were treated by paramedics for their low blood glucose levels. The customer did not troubleshoot the issue. It is unknown if the insulin pump contributed to the low blood glucose levels. The customer did not return the product back for analysis.